Event description:
The pt was implanted with a surgical lead on (B)(6) 2010. It was reported on (B)(6) 2010 that he is without stimulation. Efforts to recapture effective stimulation through reprogramming proved unsuccessful. X-rays of the pt's scs system were taken for further interrogation, and a lead fracture is suspected. Surgical intervention will be undertaken to replace the lead; however, a date for the procedure has not been set.

Manufacturer narrative:
Evaluation: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.